Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.